Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that ¿a fetus expired. The customer stated that the philips avalon fm50 went into trace separation mode on its own, causing the heart rate alarm to not sound when the patient's heart rate accelerated to high levels¿. It was initially reported that he baby was expired but later it was stated that the baby was in critical condition without describing it in detail.

Manufacturer narrative:
The reported problem was investigated via remote support.(rs). The customer stated that the avalon fetal monitor fm50 went into twin mode causing the fetal heart rate (fhr) threshold adjusting by an additional 20 beats per minute (bpm). The customer stated initially that the baby had expired, but later provided the information that the baby was in critical condition. The incident happened on the 15th. The users claim that the fm was set to trace separation mode automatically, and because of this the alarm threshold was increased by 20 beats and didn¿t alarm when the fhr accelerated. Remote service stated that the trace separation only occurs when there are two fhr sources. Customer was unsure if they had two us transducers plugged in, or if they applied a scalp lead and left the us transducer plugged in. Customer also indicated that the unit is sequestered, however customer did look at some of the configuration settings. Rs has asked customer to see if they have a paper tracing for review, as it is needed to review the tracing for what occurred with the fhr sources and to determine if trace separation was active. However, paper tracing was never provided. Rs confirmed in the attached config , that the default trace separation is set to off. The automatic default is set to yes, so if customer powered the fms off then the defaults should reset. Customer indicated that the stored data recordings said ¿no patient admitted¿. Rs asked customer to check on workflow to determine if they are admitting or discharging patients to the monitor. Auto free is set to "never" on both "power off" and "standby". Furthermore, from the configuration attached in the logs, rs could see, that alarms were configured to ¿inop only¿. This is a normal behavior (due to inop only) informed in the instructions for use of the device. See below the monitor worked as intended during testing and no trouble was found with the device. It has been established that there was no product malfunction. From the configuration attached in the logs, rs could see, that alarms were configured to ¿inop only¿ and there were wrong customer expectations. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.